Event description:
It was reported that the patient had a surgical procedure to replace a malfunctioning inflatable penile prosthesis (ipp) cylinder. The cylinder was reported to have issues in cycling and a hole in the left cylinder. The physician believes that the device malfunction and heavy patient usage caused the blow out of the cylinder.